Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a scheduled follow-up visit, the right atrial (ra) lead impedance measurements were noted to be greater than 2500 ohms with high threshold measurements. Noise oversensing was also observed, however no asystole was noted. A lead fracture was suspected. The physician opted to program the device to pace and sense in the ventricle only. This lead remains implanted and has been electrically abandoned. No adverse effects were reported.